Manufacturer narrative:
The t:slim g4 user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer reported an elevated blood glucose (bg) level of 248 (mg/dl) and delivered a manual injection to address bg level. Reportedly, cartridge was filled with apidra insulin. During system check with tandem technical support, it was determined that there was blockage was likely in the tubing. The customer changed tubing and observed insulin delivery. Recommendation was made to use humalog or novolog insulin in the cartridge, as indicated. Customer acknowledged.